Event description:
Doctor attempted to use morcellator, but morcellator allowed leakage of gas from abdomen. It was also noted that when the morcellator was in use and doctor was not triggering machine that the morcellator continued to operate. New equipment was procured with exactly the same results, usage of morcellator discontinued. Rep notified-voice mail message left as of yet no return call. Md found it necessary to open lower abdomen to remove uterus specimen.